Manufacturer narrative:
Chemistry testing found the vinyl-like white substance showed similar absorption characteristics when compared to polyvinyl chloride like material. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that "vinyl-like white material was observed in the plastic bag which is set inside the shelf box covering the tray when the shelf box was opened before use. The size of the material was 5mm in width and 2cm in length." No patient injury was reported.

Manufacturer narrative:
One catheter in the original unopened packaging tray and partially opened pouch was returned for evaluation. The original opened packaging box was also returned. No visible damage to the packaging was observed. One loose plastic like unknown material was observed between the tray and the pouch. The material size was approximately 3.5 cm x 1.5 cm. The contamination material was sent for chemistry testing. Visual examination was performed under microscope at 10x magnification. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of ¿vinyl-like white material was observed in the plastic bag¿ was confirmed during the evaluation. Chemistry testing is in-progress to identify the material. A supplemental report will be sent with the chemistry investigation results.